Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to slightly loose drive support disk. No prime alarms were noted. Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error or frozen screens were noted. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratches on display window, missing end cap sticker, reservoir tube o-ring and broken reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was alarming, buttons were not responding and the screen was frozen. Caller stated that the customer was not able to scroll down to the main menu and the drive support cap is flush. Nothing further was reported.